Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000078986.

Event description:
It was reported the patient is not receiving effective therapy due to invalid impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The event of an ipg explant due to ineffective stimulation was reported to abbott. The leads could not be explanted at that time due to the patient having a rash. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.